Event description:
It was reported the unit had a damaged comb and cutter. No adverse events were reported as a result of this malfunction. No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. G2 : foreign country : australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, g1, g3, g6, h2, h3, h4, h6 and h10 review of the most recent repair record determined the unit was confirmed to have a bent comb. The pretest cut could not be performed. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. A definitive root cause cannot be determined. Additional report: 0001526350-2023-00643. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.